Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device recorded several asystole episodes along with noise. The patient was not symptomatic. It was also reported that there were two fast ventricular tachycardia episodes that also looked like noise. The device remains in use. No patient complications have been reported as a result of this event.